Event description:
Consumer complaint of blood results reading "hi". Customer is feeling fine. The customer believes that the results are possible very high because she have not run her blood test since last week and the results were in the 400's and is not sure what the expected results should be. Customer had not eaten in two hours. Check memory for previous results. (B)(6)06:27pm hi (time is off). (B)(6) 06:25 pm hi. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips were not returned for evaluation. Most likely underlying root cause of malfunction. User had a high glucose level.